Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro upon initial inspection of the device prior to use, the plastic on the jaws had begun to come off. A replacement device was used to complete the procedure. Product box was discarded but device was set aside to be returned.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25137391 ,25137489 ,25137632 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the last 3 lots shipped to the account. The device was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The silicon insulation on the cold jaw was peeled away from the middle of the cold jaw to the tip and remained attached to the jaw, but exposing the metal portion of the cold jaw. The heater wire was observed to be slightly bent at the tip of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A photograph was provided, the silicone was observed to be peeled/detached on the cold jaw, exposing the metal component. It is unclear as to whether the silicone was detached. The photo was observed to be taken on the plastic tray. However, based on the condition of the device as found, the reported failure "peeled jaw" was confirmed as well as confirmed for the analyzed failure "bent; wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro upon initial inspection of the device prior to use, the plastic on the jaws had begun to come off. A replacement device was used to complete the procedure. Product box was discarded but device was set aside to be returned. There was no patient involvement.